Event description:
It was reported that, during the implant procedure, the electrode impedance was less than 25 ohms. The low energy shock was given and the impedance was 22 ohms. The patient is small. Technical services advised a low impedance can occur with small patients. The system was successfully implanted. There were no adverse patient effects.